Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient had cellulitis of chest wall at implant incision with redness and drainage at incision site. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental is being filed to correct b2: outcomes attrib to adv event and to capture the return date as the product was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient had cellulitis of chest wall at implant incision with redness and drainage at incision site. There were no additional adverse patient effects reported. The pacemaker was explanted.